Manufacturer narrative:
The abbott automation solutions (aas) completed the investigation and determined that the changes to the nomenclature could only be made by a local trained abbott technician and not by any low-level access operator. Any changes that were found to be not in compliance with the laboratory automation system would have generated errors and be reported within the system¿s log files and no abnormalities were identified within the tsm/twm log files and found no modifications of either the module or analyzer names in the logs. The customer was unable to provide a sample ids (sids) that were affected during the time of the occurrence. A review of tracking and trending for the glp trk wf mgr (list number 06s86-01) did not identify increase in complaints. Labeling was reviewed and found to be adequate. Since the issue was not determined to have occurred and no sids were affected, no further action is required. Based on the available information, a deficiency was not identified. A malfunction did not occur as the device does meet performance specifications and performs as intended at the customer site. No systemic or product deficiency was identified for the glp trk wf mgr (list number 06s86-01) related to the current issue.

Event description:
The customer experienced a configuration issue involving the naming of several of their instruments and reagent assays that were changed and renamed in the glp track workflow manager. The customer stated that the names have changed and reverted to the original nomenclature. The field service engineer (fse) connected to the site and reviewed the logs of the tsm (track sample manager) /twm (track workflow manager) and was unable to see any changes made to the configuration. It is not known who made the changes to the configuration in the glp track workflow manager. The customer did not provide any specific patient information. There was no impact to patient management reported.

Event description:
The customer experienced a configuration issue involving the naming of several of their instruments and reagent assays that were changed and renamed in the glp track workflow manager. The customer stated that the names have changed and reverted to the original nomenclature. The field service engineer (fse) connected to the site and reviewed the logs of the tsm (track sample manager) /twm (track workflow manager) and was unable to see any changes made to the configuration. It is not known who made the changes to the configuration in the glp track workflow manager. The customer did not provide any specific patient information. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06s86-01 that has a similar product distributed in the us, list number 4z96, with 510k/PMA/bla number k213486.